Manufacturer narrative:
The contact was using the incorrect user guide when filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles; however, the contact did not know the location of the air bubbles. The customer's blood glucose level was over 500 mg/dl. Reportedly, the contact changed the cartridge and administered a bolus.